Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 trigger was very hard to pull back when ligating branches. The customer said they have been noticing that the triggers are getting harder to pull. That this is causing fatigue in the hand of the end users. There was no affect on the patients.

Manufacturer narrative:
Trackwise #: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there was one additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ((B)(6) 2021 to (B)(6) 2022). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period ((B)(6) 2020 through (B)(6) 2022) was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.